Event description:
It was reported that during an esophagectomy procedure, the staples did not form. Surgeon used a different device to complete the transection on the stomach. No pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.